Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display circuit board. The insulin pump was received with a cracked display window.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer stated that they did not have any damage to the insulin pump. It was noted that the display did not return despite the insertion of a new battery. Customer's blood glucose reading at the time of the call was 600 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.